Event description:
During a surgical procedure the endoscopic linear cutter was placed in the abdomen via a port, placed onto tissue to be dissected and fired to both staple and cut tissue. The device stapled but did not cut. Physician then placed a new endocutter and the device worked correctly.====================== manufacturer response for stapler, linear cutter, surgical, endopath======================manufacturer provided a RMA/case # in informed that device to be returned to them for evaluation.